Manufacturer narrative:
Investigation summary: the complaint on the mc100 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. The customer was asked for sister samples and it was confirmed that no sister samples are available for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The DHR for lot 13938377 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event involved a microclave clear neutral connector where it was reported that the event occurred on march 13, 2024, at 10:00 am during patient use. This patient had an internal jugular IV with a microclave clear on the end of it and there was a continuous IV infusing (via IV pump) through it. The nurse disconnected the IV tubing from the internal jugular IV and assisted the patient to the bathroom. Shortly after that, the patient experienced an adverse event. The IV tubing was discarded so they were unsure if the microclave was discarded also. They didn't know if the microclave had become disconnected from the PICC or the IV tubing. The patient experienced an air embolus and experienced harm. There was no medication used on this product and the product was not reprocessed or re-sterilized prior to use. The sample is not available for evaluation. There was a patient involved, patient harm and delay in therapy. No other details were provided.